Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the system was unable to boot. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the host pc to be faulty or defective. To resolve the issue, the fse replaced the host pc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.